Manufacturer narrative:
The other proglide device referenced is filed under a separate medwatch report number. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Patient ID: (B)(6). It was reported that suture placement was completed in both calcified common femoral arteries using proglide devices via a 7f sheath on the left and an 8f sheath on the right via the pre-close technique prior to an interventional heartmate php procedure. Reportedly, hemostasis was not achieved at either common femoral artery with the proglide devices. Surgery was performed via a left brachial artery approach, bilateral common femoral artery stenting was performed to achieve hemostasis. There was a clinically significant delay in the procedure due to the surgical vessel closure. Hospitalization was prolonged. No additional information was provided.